Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported, that over the past six months there had been variability noted on the right ventricular (rv) pace impedance trend, in some cases exceeding greater than 2000 ohms. Technical services (ts) reviewed the available data. The pacing threshold and shock impedances appeared stable. Ts discussed possible causes, recommended further testing and suggested to put patient on the latitude home monitoring system. Additionally, testing was performed but could not replicate the high out of range measurement issue. No noise or artifact was noted. No adverse patient effects were reported. This rv lead remains in service.